Event description:
Customer reportedly received results of 632mg/dl and 258mg/dl within 10 minutes on the advantage system. The customer did not provide the location where the discrepant results were obtained. No action was taken based on device results. No high blood symptoms reported. No adverse event reported. Controls were run and in range. Requested return of suspect device and replacement was sent.